Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the exhalation valve test failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation summary: the fse evaluated the device while onsite and confirmed the reported problem. Resolution and disposition: the fse replaced the 3-station solenoid to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Event description:
The customer reported that the exhalation valve test failed. The fse clarified the exhalation valve test failed (neonatal option only) due to the final pressure was outside of range during the exhalation valve test. The customer reported there was no patient involvement.